Manufacturer narrative:
A device history record (DHR) review was conducted, which indicated that all inspections were completed, and no issues were noted during manufacture. A product sample was received for evaluation. Visual inspection was performed. The enclosure and tank cover were cracked. The front cover, line cord, pole clamp handle, and block assembly were found to be physically damaged. The reported issue of leakage from tank / reservoir cover was duplicated. The technician confirmed that the device was beyond repair due to age and condition of the device. The device will be scrapped as it is not economical to repair the device.the root cause of the reported issue was determined to be related to the customer's impact to the device. No product information has been provided to date. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the reservoir of the device was leaking. No patient injury was reported.